Manufacturer narrative:
The specimen was plasma, collected into a lithium heparin tube that was centrifuged at 3,500 rpm for 5 minutes. A partial system check performed on 07/21/2010 resulted within specifications. Qc resulted out of specifications high when processed after the event. A field service engineer (fse) was dispatched: the fse cleared a fibrin clot from the aspirate probe #1. The fse performed a system check, qc and verified repair per established procedures; results met published performance specifications. Although hardware issues were addressed, no definitive root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding troponin (accu tni) results above the ami cut-off generated by the unicel dxc 600i synchron access clinical system for one patient's sample. Results within the normal reference range were obtained upon repeat analysis on a different instrument. The results were not reported out of the lab. The customer did not report affect to the patient or user attributed or connected to this event.